Event description:
A skull perforator was being used to penetrate the skull during a bifrontal craniotomy for falline meningioma. It was reported that the device failed to stop on penetration of the bone and plunged into the sagittal sinus causing a tear to the dura. The procedure was extended by a few minutes while a repair, using "surgical" was completed.